Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed? No disposable, clamp tubing". Per reporter residual volume was: 132.5, rate 4 and 51.5 was given. No additional information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6).